Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead dislodged. Fluoroscopy confirmed the dislodgement. The lead was repositioned. All electrical measurements were normal. There were no adverse consequences to the patient.